Event description:
It was reported that the device detected some vf episodes, which appear to look like electrical storm. X-ray revealed that the lead had dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.